Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the exact cause of the embolization of the initial valve into the ventricle cannot be confirmed. Procedural factors (valve undersizing), in addition to patient factors (mild valvular calcification) likely contributed to the valve embolization. Procedural factors (air embolization in the right coronary, an ef of 39%) likely contributed to the patient hemodynamic instability. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), post deployment of a 26mm sapien xt valve, the valve embolized into the ventricle. Prior to the transapical tavr procedure, the patient was placed on cardiopulmonary bypass (cpb) support. Due to the patient's ef of 39%, the pre-procedure conference decided not to perform the balloon aortic valvuloplasty (bav). The case was borderline between a 26mm sapien xt valve and a 29mm sapien xt valve. The 26mm valve was chosen for the procedure due to the patient's age and gender. The sapien xt valve was positioned and deployed in a 50:50 aortic/ventricular (a/v) position. The patient's hemodynamics were stable and the paravalvular leak (pvl) seemed to be trivial, but it was difficult to determine if the regurgitation was due to the guidewire. The guidewire was removed, and it was then confirmed that the valve had embolized into the lv. The 24fr asc+ sheath was exchanged for a 26fr asc+ sheath. A 29mm sapien xt valve was then passed through the initial valve and deployed in a 70:30 a/v position. Post valve deployment, no pvl was observed. The sheath was removed and a drainage tube was inserted. Forceps were then used to crush the initial 26mm sapien xt valve and the crushed valve was removed through the apex. During the attempt to close the incision, the fragile tissue tore and the incision could not be closed. Fibrin glue and a bovine pericardial patch were used to close the incision. As the patient was weaned off of cpb, the blood pressure dropped to 30 mmhg. Extracorporeal membrane oxygenation (ECMO) was immediately initiated. Tee confirmed degraded right ventricle function. Emergent coronary angiography (cag) was performed; however, the right and left coronary arteries did not show any issues. ECMO support was continued for approximately 30 minutes. During this time, an intra-aortic balloon pump (iabp) catheter was inserted. The blood pressure was able to be maintained around 80 mmhg. The procedure was completed and the patient was transferred to ICU on iabp support. The patient will be monitored under iabp until the ef recovers. At the time of this report, the patient remains hospitalized in stable condition. The native annular diameter measured 24.1mm by tee. Mild valvular calcification and no aortic root calcification was reported. A review of the records from the post procedure discussion revealed that the "low" calcification and valve size were thought to have contributed to the embolization of the initial valve. The cause of the degraded right ventricular function was thought to be an air embolization in right coronary artery. The ef was low and the air embolization added the weight towards the hemodynamic collapse.